Manufacturer narrative:
The lot number is not available for this event. A request was sent to site for lot number, this site does not record jada device lot numbers. A good faith effort to obtain lot number has been attempted. This report will be amended if we receive additional information regarding this event. Per the jada system IFU: "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding" , "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." And "the safety and effectiveness of the jada system in delivery at a gestational age < 34 weeks or, if multiples, uterus judged < 34 weeks size, have not been established. With smaller uterine size, there is potential for increased risk of perforation and expulsion." The serious injury in this case was the medical interventions of antibiotic administration, blood products, ubt/bakri, and uterine artery embolization after jada treatment. The previous noted medical and surgical interventions were performed to treat a life-threatening condition and/or to preclude permanent impairment of a body function or permanent damage to a body structure. This condition pre-existed the use of jada. Although the patient's twin pregnancy confounds the occurrence of uterine atony (multi-fetal gestation is a known risk factor for uterine atony), based on the overall information currently available for this report, a possible contributing or causal role of the jada system for the need of escalating care (uterine balloon tamponade [bakri balloon], dilatation & curettage (d&c) and subsequent uterine artery embolization [reported treatment for reoccurrence of bleeding after jada removal and following initial control]) to preclude permanent body damage/impairment cannot be excluded. Hence the company will report this case as a serious injury MDR.

Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no. Following jada treatment, the subject in this report received uterine balloon tamponade (bakri), uterine artery embolization and dilation and curettage (d&c). The subject of this report is a (B)(6) woman, race reported as white, first pregnancy with current pre-eclampsia with severe features, and chronic anemia and cardiovascular disease reported as medical history. On (B)(6) 2021, she presented for a scheduled cesarean section (c-section) at 31.4 weeks. On admission, her height was noted as 167 cm, (B)(6) ., bmi 32.39, and hemoglobin (hgb) 9 g/dl. Her hgb at discharge was noted at 9.7 g/dl. She received spinal anesthesia for delivery of twins (baby a 1995 g, baby b 1320 g) and oxytocin for one hour following delivery of the placenta. The subject was noted to have postpartum hemorrhage (pph) related to uterine atony after her delivery. The crf noted that "yes" there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this subject received carboprost (1 dose) and misoprostol. The cumulative blood loss prior to jada insertion was noted as 1500 ml, which is severe pph. Jada treatment was initiated on (B)(6) 2021, 2.67 hours after delivery of the placenta. The total in-dwelling time for jada was 45 minutes and the total amount of blood collected in the canister during jada treatment was documented as 1400 ml. The patient received eight units of red blood cells, six units of platelets, six units of fresh frozen plasma, and four units of cryoprecipitate during or after jada treatment. Following the initiation of jada treatment and continued hemorrhage the jada device was removed, and the patient was treated with uterine balloon tamponade (bakri) for two hours and d&c. The patient continued to hemorrhage and was then treated with uterine artery embolization. The total blood loss for this case was 6000 ml. The patient received pre-operative antibiotics for c-section delivery and postpartum antibiotic (ancef) was administered with the indication for "jada use." To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "no".

Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no. Following jada treatment, the subject in this report received uterine balloon tamponade (bakri), uterine artery embolization and dilation and curettage (d&c). The subject of this report is a (B)(6) woman, race reported as white, first pregnancy with current pre-eclampsia with severe features, and chronic anemia and cardiovascular disease reported as medical history. On (B)(6) 2021, she presented for a scheduled cesarean section (c-section) at 31.4 weeks. On admission, her height was noted as 167 cm, (B)(6) ., bmi 32.39, and hemoglobin (hgb) 9 g/dl. Her hgb at discharge was noted at 9.7 g/dl. She received spinal anesthesia for delivery of twins (baby a 1995 g, baby b 1320 g) and oxytocin for one hour following delivery of the placenta. The subject was noted to have postpartum hemorrhage (pph) related to uterine atony after her delivery. The crf noted that "yes" there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this subject received carboprost (1 dose) and misoprostol. The cumulative blood loss prior to jada insertion was noted as 1500 ml, which is severe pph. Jada treatment was initiated on (B)(6) 2021, 2.67 hours after delivery of the placenta. The total in-dwelling time for jada was 45 minutes and the total amount of blood collected in the canister during jada treatment was documented as 1400 ml. The patient received eight units of red blood cells, six units of platelets, six units of fresh frozen plasma, and four units of cryoprecipitate during or after jada treatment. Following the initiation of jada treatment and continued hemorrhage the jada device was removed, and the patient was treated with uterine balloon tamponade (bakri) for two hours and d&c. The patient continued to hemorrhage and was then treated with uterine artery embolization. The total blood loss for this case was 6000 ml. The patient received pre-operative antibiotics for c-section delivery and postpartum antibiotic (ancef) was administered with the indication for "jada use." To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "no".

Manufacturer narrative:
The lot number is not available for this event. A request was sent to site for lot number, this site does not record jada device lot numbers. A good faith effort to obtain lot number has been attempted. This report will be amended if we receive additional information regarding this event. Per the jada system IFU: "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding" , "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." And "the safety and effectiveness of the jada system in delivery at a gestational age < 34 weeks or, if multiples, uterus judged < 34 weeks size, have not been established. With smaller uterine size, there is potential for increased risk of perforation and expulsion." The serious injury in this case was the medical interventions of antibiotic administration, blood products, ubt/bakri, and uterine artery embolization after jada treatment. The previous noted medical and surgical interventions were performed to treat a life-threatening condition and/or to preclude permanent impairment of a body function or permanent damage to a body structure. This condition pre-existed the use of jada. Although the patient's twin pregnancy confounds the occurrence of uterine atony (multi-fetal gestation is a known risk factor for uterine atony), based on the overall information currently available for this report, a possible contributing or causal role of the jada system for the need of escalating care (uterine balloon tamponade [bakri balloon], dilatation & curettage (d&c) and subsequent uterine artery embolization [reported treatment for reoccurrence of bleeding after jada removal and following initial control]) to preclude permanent body damage/impairment cannot be excluded. Hence the company will report this case as a serious injury MDR.